Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening and crease fold . A microscopic analysis was performed which identify sharp opening edge and with a non-penetrating nick assessed as surgical impact . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the anterior with no penetrating nick due to surgical impact opening . Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.